Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that an aortic valve was explanted after one (1) year, five (5) months due to insufficiency. As reported, the valve was perfectly seated. However, a hole was observed in one of the leaflets. This was replaced with a 21 mm pericardial bioprosthesis. There were no complications and the patient was discharged home on post-operative day #5.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: although there have been attempts to receive further information regarding the device, the explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.